Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective touch screen. The technician replaced the touch screen to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Livanova (B)(4) received pictures of the device confirming fluid ingress as root cause for the reported issue. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. This is a known issue and a new sealing was implemented as corrective action.

Event description:
Livanova (B)(4) received a report that a s5 double head pump display became unresponsive during in-service. There was no patient involvement.